Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative error code was present in the device's error log. The system and central processing unit board need to be replaced. No repairs were performed. The unit has been scrapped.